Event description:
It was reported that catheter shaft fracture occurred. The 12mm in length and 2.75mm in diameter, 60% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was reported that the connection shaft was fracture during retrieval of the device and after crossing the tortuous lesion. The procedure was completed with a different device. No patient complications were reported and patient's condition post-procedure was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The device was bloody. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Inspection revealed a partial separation at the collar, tip damage (misshapen), numerous kinks in the distal shaft, and numerous kinks in the hypotube. Inspection of the remaining portion of the device found no other damage or irregularities. No other issues reported.

Event description:
It was reported that catheter shaft fracture occurred. The 12mm in length and 2.75mm in diameter, 60% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was reported that the connection shaft was fracture during retrieval of the device and after crossing the tortuous lesion. The procedure was completed with a different device. No patient complications were reported and patient's condition post-procedure was stable.